Event description:
Event description guidant received information that the programmer exhibited the red 'safety' mode screen while this implantable cardioverter defibrillator (ICD) was charging during implant testing. The patient was given a transthoracic rescue shock and did not experience any adverse effect. The device could not be reprogrammed, so it was replaced.